Event description:
Pt on insulin took his usual amount 10 ur 10 nph and went to work. He felt symptoms of low blood glucose and tested on the suspect device as 242 mg/dl. He did not eat and shortly afterwards, was revived with a glucose intravenous by emergency medical technician's. Pt may have left cap off of strips for an unknown amount of time. Pt is fine now.